Event description:
It was reported that on (B)(6) 2025, a 6-4mm amplatzer duct occluder was chosen for implant using an unknown delivery system. The sizing of the device was determined by angiogram/fluoroscopy. The device was successfully implanted and a stability check was performed. After the release, it was noted that the device was embolized into left pulmonary artery (lpa) and was retrieved via snare. The physician mentioned the cause of embolization was patient agitation, the child woke up and was coughing/crying. A larger device was successfully implanted. The patient was reported stable.

Manufacturer narrative:
An event of device migration (embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the information received, the cause of the reported device migration could not be conclusively determined. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as the device was snared, and a larger device was successfully implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 6-4mm amplatzer duct occluder was chosen for implant using an unknown delivery system. The device was successfully implanted. After the release, it was noted that the device was embolized and was retrieved via snare. A larger device was successfully implanted. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.